Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances, reaching measurements above 2000 ohms. A lead safety switch (lss) occurred and the measurements in unipolar configuration are within normal range. No adverse patient effects were reported. This lead remains in service.